Manufacturer narrative:
Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr determined that the main board might be defective. The fsr replaced the main board and resolved the reported issue. The fsr returned the device to the customer operating to service specifications.

Event description:
The customer reported transducer fault (xdcr) alarm display on the vela ventilator during patient use. The customer reported that the ventilator was switched out to another device and there was no patient harm or injury.

Manufacturer narrative:
Results of investigation: carefusion fa lab received the suspect device. The suspect device was visually inspected and installed in a known good ventilator unit. The unit was power-up in the ventilation mode, and the unit was alarming transducer fault and vent inop. The failure was caused and isolated to the turbine pressure transducer.